Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous mid left anterior descending (lad) artery. After a non bsc balloon catheter was advanced for pre-dilatation, the 20 x 2.50 promus premier¿ drug eluting stent was advanced to treat the lesion, however, the device was unable to cross the lesion. The physician removed the device smoothly without issues from the patient and it was noted that the distal edge of the stent was lifted. The physician performed another dilatation using an unspecified balloon catheter and completed the procedure with placement of another 20 x 2.50 promus premier¿ stent. No patient complications were reported and the patient's condition was good.